Event description:
It was reported that the patient experienced infection with the artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. Additional information received stated the patient had possible allergic reaction to antibiotics.

Event description:
It was reported that the patient experienced infection with the artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. Additional information received stated the patient had possible allergic reaction to antibiotics.

Manufacturer narrative:
Infection was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The cuff an control pump performed within specifications. The balloon was not functionally tested as the original pressure is unknown.

Event description:
It was reported that the patient experienced infection with the artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.